Event description:
Country of complaint: (B)(6). Wound dehiscence; in low tension incisions histoacryl flexible can be used instead of suturing. First time use of glue by register and wound was bleeding during closure. Post-operatively/on ward the wound dressing was soaked/wet with serious fluid until.

Manufacturer narrative:
Mfg site eval: eval on-going.